Event description:
Following placement on 9/2/98 at 5:30 pm, radiographs confirmed correct placement and catheter to be locked. The pt was returned to her room. The first feeding was at 1:30 am on 9/3. Pt seemed to be experiencing some pain in the abdominal area. Radiograph revealed catheter to be unlocked and appeared to have perforated the stomach allowing nutrients to be administered into the peritoneum as well as the stomach. Pt developed high fever and what was believed to be peritonitis. The catheter was removed on sunday, 9/6/98. The pt expired 9/7/98.